Event description:
A device was implanted on 4/3/92. Info received on 3/3/97 indicates the entire device was removed from the pt in the summer of 1996 due to urethral perforation during another surgery. Unable to obtain add'l info.